Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly is experiencing decreased performance, despite the device testing within normal limits. Programming adjustments were made, however, the issue did not resolve. The recipient was explanted and reimplanted with another advanced bionics device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.